Manufacturer narrative:
H6 - medical device problem code: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the report that the patient disconnected the driveline. The submitted controller event log file contained events from (B)(6) 2024, per the timestamps. The pump appeared to operate as intended until a driveline disconnect alarm and subsequent pump stop were captured at 02:05:14 on (B)(6) 2024. The observed event is consistent with a physical disconnection of the driveline, which remained disconnected for the remainder of the file. No other notable events or alarms were captured. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 2, "system operations" states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 6 ¿patient care and management (under "educating and training patients, families, and caregivers") explains that during the patient selection, preimplant, and postoperative period, the patient must receive instructions regarding the operation and care of every system component (including the driveline and what to do in an emergency). Section 7 of the IFU, ¿alarms and troubleshooting¿, outlines all system controller alarms, as well as how to respond to each alarm condition. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, outlines all system controller alarms, as well as how to respond to each alarm condition. The patient handbook warns "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The patient handbook warns ¿do not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was additionally reported that the reason for the driveline being disconnected and never reconnected was patient error. The patient was stated to have left the hospital against medical advice before completing training, and they disconnected the driveline at home. The device operated as expected and the death was not considered to be device related.

Event description:
The patient passed away on (B)(6) 2024.

Manufacturer narrative:
B2 : death. H : health impact code. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had cardiac arrest at home and taken to local emergency room by emergency medical services. Log files were submitted for review and captured a driveline disconnect at 2:05 am on (B)(6) 2024. The pump was never reconnected to power after this time. The log did capture several power cable disconnect alarms that seem to all be associated with power source changes and do not occur at the time that the driveline was disconnected. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment is operating as intended